Event description:
Noise can be seen on (B)(6)2023 presenting on ff, rv and ra channels. The noise caused inappropriate vf detections and inappropriate atp. No shocks were delivered. It is unknow if the patient had a procedure on this day. At times the noise presents as emi, but the noise also appears irregular in other screenshots. The lead remains implanted at this time.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided iegm extract. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided iegm extract revealed artifacts on the atrial channel, which led to oversensing. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.